Manufacturer narrative:
The error within the antigen profile is not considered critical to the performance of the product as the other two cells present within the lot are p1 positive and are stated as such. The relevant regulatory guidelines do not state a requirement for the presence of a negative p1 cell therefore compliance of this lot to cfr.660.33 has not been compromised. The event subject of this report is deemed to represent a device malfunction which is not likely to cause or contribute to death or serious injury however it has been subject of recall/field correction and therefore meets the reporting criteria described in the FDA guidance on MDR for manufacturers. The impacted lot expired on october 15, 2018. A notification was sent to the affected end users on october 18, 2018 requesting them to review all test results generated using the impacted lot. A corrected antigen profile was also provided. A bpdr was submitted on october 18, 2018 and the assigned FDA recall coordinator (laura hyeronimus) was informed on the same day. The delay in the submission of this MDR is due to issues encountered during the set up of the electronic submission.

Event description:
The antigen profile for us licensed reagent red blood cells, expanded rh negative antibody screen (product code z464u, lot number v199492) supplied to customers contained an error. During in-house testing of the us licensed reagent red blood cell products expanded rh negative antibody screen (product code z464u, lot number v199492), alba bioscience discovered an error in the antigen profiles for the panel. Cell 2 is stated as p1 negative where the cell has been tested and shown to be p1 positive.